Event description:
It was reported that the patient with this pacemaker exhibited atrial undersensing. Upon review, it was determined that the intermittent atrial undersensing was due to sensitivity programming. Technical services recommended to reprogram the sensitivity. This pacemaker remains in service and there were no additional adverse patient effects reported.